Manufacturer narrative:
The investigation into the positioning issues and pump stop has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The root cause for the positioning issues and pump stop could not be determined as no product was provided. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump folded itself in the ventricle and stopped. As a result, the decision was made to explant the device and replace it with a new impella device. The patient survived the procedure.